Event description:
It was reported that a patient underwent an arthroplasty procedure. Subsequently, the patient was being considered for a revision due to ulnar fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown stem 8x100mm, lot # unknown item # unknown, unknown humeral distal body 70mm, lot # unknown g2: foreign - event occurred in finland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.